Event description:
Patient was revised to address malalignment of the metal liner, elevated labs, and pain.

Manufacturer narrative:
Update: (B)(6) 2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1886626. A search of the complaint database finds additional reported incidents against lot code 2023665 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update - (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort, inflammation, and a popping/snapping sensation. There is no new additional information that would affect the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds one other reported incident against the pinnacle mtl inss provided product and lot combination since its release for distribution; however, review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the articuleze m heads provided product and lot combination since its release for distribution. A review of the DHR (device history record) found one manufacturing deviation, number 352 at operation number 5 issue material, raised regarding revision to raw material issuing procedure. This was confirmed that the deviation should have had no effect on the reported incident. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.